Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. A getinge field service engineer (fse) was dispatched to evaluate the unit. According to fse response in iabp complaint it is unknown if getinge balloon was in use. The fse was unable to reproduce the issue. Product passed all functional and safety tests per manufacturer specifications. A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. In cases with no confirmed presence of iabp issues, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to leaks in iab and/or catheter occlusions/restrictions.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The gas loss was reported during therapy. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2 corrected field - e2, e3, g2, h6 (type of investigation).